Event description:
It was reported that the patient underwent an initial right hip arthroplasty and approximately six (6) weeks post-implantation started to experience pain. Implant fracture was discovered in post-op x-rays. Revision is not planned, the patient's condition will be continued to be monitored. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
(B)(4). Concomitant medical products: ball nose guide wire 100cm item# 281001100 lot# 508380. Znn, cmn lag screw, 10.5 mm, 105 mm including set screw item# 47-2485-105-10 lot# 3075443. 5.0 mm diameter cortical screw - red fixed angle 3.5 mm hex head item# 47-2484-035-50 lot# 65225644. 5.0 mm diameter cortical screw - red fixed angle 3.5 mm hex head item# 47-2484-032-50 lot# 65167613. Report source¿ foreign ¿ france. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0009613350 - 2022 - 00399.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: b4, b5, g3, g6, h1, h2, h3, h6, h10. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. Device are used for treatment. Medical records/radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: first review: x-ray: components in place, fracture not healed. No exact date of occurrence, proximately 6 weeks post op. Second review: good healing, no pain, ambulating with partial support. X-ray; no secondary displacement with nail in place. Third review: slight pain, normal finding. X-ray; fracture of nail. Options presented and patient does not want a revision, will continue to ambulate with support. Heel cup prescribed; patient refused. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.